Event description:
The physician implanted a nickel-containing ev3 everflex biliary stent into a patient. The patient suffered severe injuries as a result of a sledding accident which led to the surgery. Injuries were a ruptured spleen, two rib fractures, dissected renal artery to right kidney and 5 broken transverse processes to lower back. It was reported that the patient presented with symptoms immediately post-surgery. Patient is reported to have a nickel allergy. Patient believes symptoms are a result of nickel allergy. Symptoms include decreased kidney function and high blood pressure. It is reported that patient may also have sleep apnea that may be as a result of the nickel allergy. The stent remains implanted. Patient medical history: no presence of pacemaker, mild seasonal allergies and mild nickel allergy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.